Manufacturer narrative:
Initial reporter number: (B)(6). The device was returned for the motor not going into safe mode. Reliability engineering evaluated the device and confirmed the reported condition. It was also observed that the device was unable to hold the cutter properly, the lock pawl assembly would not open, there was damage to the locking components specifically the lock cylinder and the pawls indicated the device was power broken. Therefore, the reported condition was confirmed. The assignable root cause for the device being power broken was due to failure to follow instructions for use and running the device while in safe mode or load position which is also classified as misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device drill would not go into safe mode. During in-house engineering evaluation, it was observed that the device was unable to hold the cutter properly, the lock pawl assembly would not open, there was damage to the locking components specifically the lock cylinder and the pawls indicated the device was power broken. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.